Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump but the motor error alarm recurred during priming. The insulin pump will be returned for analysis.